Manufacturer narrative:
Event site name (B)(6). Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded

Event description:
The hospital reported that during a coronary bypass procedure, hst iii system (3.8mm) proximal anastomosis device was opened to the operating table and the seal was loaded. It was found that the loaded sealing umbrella did not enter the delivery device, the seal was scattered outside and could not be used, and a new one was replaced. There was no procedural delay. The operation was successful without causing harm to the patient.

Manufacturer narrative:
(B)(4). The lot # 3000371967 record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
N/a.